Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that two weeks post implant the patient was having low flows of 1.5 liters/minute (l/m) to 2 l/m at 3300 revolutions per minute (rpms). Log files revealed power consumption well below normal at every speed the patient had been at since 24 hours after implant. Computerized tomography (CT) scan was done of the chest to look for outflow obstruction and could not be determined. Lactate dehydrogenase (ldh) slightly elevated to 1600 units/liter. The patient was started on tissue plasminogen activator (tpa). Echocardiogram was also done without evidence of inflow obstruction. The decision was made to take the patient to the operating room and reopen the chest to evaluate and possibly exchange the pump. After the chest was opened a large amount of thrombus was removed from around the outflow graft. The flows increased to over 4 l/m and the watts increased to normal for that speed. The speed was decreased to 2700 and power was well in the normal range for that speed. The surgeon also created a chest wall pocket because due to the patient's body habitus it slightly compressed the pump into a non-optimal position when closed. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a decrease in power consumption starting on (B)(6) 2017; 100 low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tpa treatment. It was reported that a large thrombus was removed from around the outflow graft when the patient's chest was reopened; the vad parameters returned to normal following this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flows can be attributed to thrombus in the outflow graft. If information is provided in the future, a supplemental report will be issued.